Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with syringes. The customer's current blood glucose was 376 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer also reported low reading of 62 mg/dl. The customer treated with correction bolus and shot. Troubleshooting was performed. The drive support cap appeared normal. The customer also reported air bubbles in the tubing. The product was not returned for analysis.